Event description:
It was reported by the customer that a pyxis medstation es system was not turning on. The user mentioned that there was a delay happened during dispensing a medication. Due to this malfunction the user mentioned that the medications were obtained from different station/pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the faulty printed circuit board assembly. A field service engineer replaced printed circuit board assembly in order to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.